Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing of artifact. It was further reported that premature ventricular contractions (pvc) were not sensed during bradycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.